Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument failed an insulation test. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer advised that the site uses a steris verifeye insulation tester on low setting to the insulation of the instruments. The arc or failed test was observed during testing in the sterile processing department (spd) after procedure, and no issues were reported during the performed procedure. The customer further advised that the test failed on the shaft of the mcs instrument above where the mcs tip cover accessory is located.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.